Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an issue with their freestyle libre reader and charger. Customer reported an "electric shock that brings down her electricity at home. She called the electrician to check and there is nothing wrong with the socket." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported an issue with their freestyle libre reader and charger. Customer reported an "electric shock that brings down her electricity at home. She called the electrician to check and there is nothing wrong with the socket." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. The reader was then de-cased and visual inspection was performed on the printed circuit board of assembly (pcba). No evidence of electric shock was observed. The reader was sent for further investigation. Visual inspection was performed, and no evidence of damage, misuse, or abnormality was observed on the returned reader. Did not observe any evidence of electric shock. Power consumption test was performed, and results were in specification. Data cable was not returned to perform additional testing. No product abnormality related to electric shock was observed on returned reader. Issue is not confirmed.